Manufacturer narrative:
Product analysis: visual review confirms screw breakage ~3 threads down from the base of the bone screw head. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Microscopic examination of the fracture surface identified a fairly flat fracture surface with multiple ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirm relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, patient underwent surgery. Post-op, x-ray revealed the implanted screws broke which caused pain to the patient. On (B)(6) 2017, the patient underwent an anterior cervical discectomy and fusion (acdf) revision surgery to fix the broken screws. About 1/3rd of the cancellous threading of the screw is remaining in the patient's vertebral body.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.